Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to be unavailable. Attempts to retrieve additional information is in process. The cause of the event cannot be determined. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 23mm 11500a aortic valve was explanted after one (1) year, 11 months, due to unknown reasons. The explanted device was replaced with a 21mm 3300tfx aortic valve. Patient post-operative status noted as in recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to be unavailable. Attempts to retrieve additional information is in process. The cause of the event cannot be determined. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 23mm 11500a aortic valve was explanted after one (1) year, 11 months, due to unknown reasons. The explanted device was replaced with a 21mm 3300tfx aortic valve. Patient post-operative status noted as in recovery.

Event description:
Edwards received information a 23mm 11500a aortic valve was explanted after one (1) year, 11 months, due to bioprosthetic aortic valve endocarditis, severe aortic stenosis, and fibrinous debris (vegetation) involving all leaflets. The explanted device was replaced with a 21mm 3300tfx aortic valve. Records received noted the patient presented with strep mitis infective endocarditis of aortic valve. Patient was given antibiotics to clear blood stream and was transferred to another hospital for valve replacement. Aorta was opened and suctioned was used to remove all the debris off the leaflets of the valve itself so that it would not embolize. The explanted device was replaced with a 21mm 3300tfx aortic valve. Patient was discharged home in stable condition on post-operative day four (4). Pathology report noted aortic valve with fibrinoid debris and coccoid-shaped bacteria with minimal acute inflammation.

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was most likely due to patient factors. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.